Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient's eye. Reason for explant is unknown/not provided. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 01/29/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with unaided eye revealed that one of the lens edges was bent, and the haptics looks slightly distorted which could be related to explant. According to the information provided, the lens was explanted from the patient's operative eye and the reason for explant is unknown. Due to the limited information provided, it is not clear what is the issue to verify. Based on the conditions in which the sample returned product quality deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.